Manufacturer narrative:
(B)(6). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found no visible damage to lens, but there was foreign material on lens surface specified as dried, discolored material. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 11.5mm icm115v4 implantable collamer lens, -12.50 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.